Event description:
It was reported that the right ventricular (rv) was attempted implant for left bundle placement due to high thresholds. The physician preferred not to use this lead for rv apical placement. As a result, a new lead was successfully implanted. No additional patient adverse effects were reported.